Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the trailing haptic was broken since it was extended as the plunger was advanced. The patient's corneal endothelium was damaged when removing the iol during the procedure. The surgery was completed with another iol. Additional information has been requested.